Event description:
Reported issue: the staples were jamming.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73j2100805 investigation did not show issues related to the complaint.